Manufacturer narrative:
The last calibration performed on 12-jan-2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that a piece of a cleaning wipe was aspirated into a vacuum nozzle of the rinse mechanism. The cleaning wipe material was removed and reaction part washing maintenance was performed. The customer ran controls and these recovered within range. All settings were verified to be within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and a second patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The customer initially noted that they had multiple patient samples with low glucose values. Controls were then run and were outside of range. The first sample initially resulted in a calcium value of 4.4 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 8.6 mg/dl. The repeat value was deemed correct and a corrected report was issued. The second sample initially resulted in a glucose value of 13 mg/dl. The customer repeated the sample since multiple other samples had test results that were flagged below the measuring range of the assay. The repeat result was 96 mg/dl and this value was deemed correct. No questionable results were reported outside of the laboratory for this sample. The calcium reagent lot number was 65487201, with an expiration date of 30-nov-2023. The glucose reagent lot number was 64725801, with an expiration date of 31-oct-2023.